Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doctor removed essure with davinci robot') and urethral prolapse ('urethra out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urethral prolapse (seriousness criterion medically significant). The patient was treated with surgery (da vinci robot). Essure was removed. At the time of the report, the medical device removal and urethral prolapse had resolved. The reporter considered medical device removal and urethral prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and urethral prolapse . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doctor removed essure with davinci robot') and urethral prolapse ('urethra out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urethral prolapse (seriousness criterion medically significant). The patient was treated with surgery (da vinci robot). Essure was removed. At the time of the report, the medical device removal and urethral prolapse had resolved. The reporter considered medical device removal and urethral prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and urethral prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.